Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The robot ccc was installed onto a golden system and triggered an error. The ccc was analyzed and found to have an issue with the fiber optic cable. The firefly optic cable was replaced with a known good cable and the ccc then functioned as expected. The tower ccc was analyzed and found to be functioning as expected. Errors in the logs confirmed that faults occurred in the field, but they did not pertain to this ccc. Upon visual inspection, no issues were found that would be related to the reported event. The vsc ccc was installed onto a golden system where the component functioned as expected. The fiber optic light levels on the ccc were inspected and all values were within expectation. Then ten power cycles were performed, and the ccc was left in the golden system to idle for 1 hour with no issues found. The complaint was confirmed based on failure analysis.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An intuitive surgical, inc. (Isi) field service engineer (fse) performed a site visit, replaced a blue fiber pigtail cable, and completed an exchange of the common compute controller (ccc) board on them patient side cart and the common compute controller (ccc) on the vision side cart on the system to correct reported problem. The system was then tested and verified as ready for use. Failure analysis has not been completed on the replaced components. Following the work completion during this prior visit, the customer's confidence could not be restored. A full system swap and the return of non-defective vision side cart, patient side cart, and surgeon side console were completed to restore customer confidence. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system experienced a fault and shut down. The site was initially able to power the system back on and proceed. The customer then informed that the patient was then transported from one operating room (or) to a different or to attempt to complete the procedure with a different da vinci; however, that was unsuccessful, and the patient was transferred to a different facility. It is unknown if the procedure was completed. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.